Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis (coded as peritonitis, unspecified) in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. On that same date, the patient began remedial therapy with vancomycin (dose not reported, loading dose, ip) and fortum (1gm, daily, ip). The cause of the peritonitis was unknown. At the time of this report, dianeal pd2 ultrabag therapy was ongoing and the event of peritonitis was resolving. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, remedial therapy with fortum was discontinued and the event of peritonitis had resolved. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy.